Event description:
It was reported that the user experienced an urgent low blood glucose alert and treated with oral glucose tablets, then sought guidance when glucose did not rise immediately; troubleshooting and education were provided to take small doses of fast-acting carbohydrate every 15 minutes until reaching a comfortable range. Symptoms included hypoglycemia. Outcomes included temporary interruption of activities and need for additional monitoring. Investigation included complaint record review and user troubleshooting. Investigation of this case revealed no device malfunction identified and user education provided on hypoglycemia treatment timing and dosing. It was concluded that the event was consistent with hypoglycemia of unclear cause and that continued monitoring and adherence to hypoglycemia treatment guidance were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.